Event description:
A report was received stating that the pump alarmed "check clutch" no patient injury or adverse event was reported.

Manufacturer narrative:
Manufacturing filed out the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.